Event description:
It was reported by the patient¿s father that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod on the leg, noting that the patient had been having high glucose levels for the last 24 to 48 business hours. The patient was getting alerts for automated delivery restriction and their glucose levels would not come down even after administering bolus doses totaling approximately 20-25 units of insulin. It was found that there was some leaking where the pod was, it was wet around the area and the canula was bent. Bleeding at the infusion site was also reported. The father managed the elevated blood glucose with a manual insulin injection and reported plans to place a new pod later. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.5cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.